Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.7mm ,vicm5_13.7, -7.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. The patient experienced excessive vault 1 day post op. Lens remains implanted. The reporter stated " the patient is doing well, there is no update, surgeon is still planning on exchanging due to long term concerns of a very high vault, but this is not scheduled yet". If additional information is received a supplemental medwatch report will be submitted.